Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ipg site swelling and tenderness, but no issues were noted with the incision itself. Reportedly, the patient is allergic to the titanium in the battery, and the physician prescribed antibiotics as a precaution. The patient underwent ipg explant, and the lead was left in place.

Event description:
Follow up information identified the patient¿s symptoms have resolved.